Manufacturer narrative:
Product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. Damage location details: no damage or irregularities were found with the echelon-10 hub. No damage or irregularities were observed with the marker bands, and/or distal tip. No other anomalies were observed. The catheter body was found broken within the hub at the inner strain relief/hub junction. Testing/analysis (including sem reports): the echelon-10 total length was measured to be 155.1 cm, and the usable length was measured to be 148.1 cm, which is within specification (specification: total (ref): 155 cm, usable: 147.0 cm ± 1.5 cm). During testing, water was flushed through the echelon hub, and water was found to leak out from under the strain relief. Next, a 0.0165¿ mandrel was hydrated and inserted into the microcatheter hub, where resistance was found at a gap was found between the hub and the grilamid. Conclusion: based on the device analysis and the reported information, the customer¿s report of "catheter resistance" was able to be confirmed. During testing resistance was able to be reproduced in the proximal segment of the echelon-10 microcatheter (hub). A gap was found between the grilamid and the catheter hub. The cause of the gap is likely attributed to a manufacturing issue if the proximal catheter was not pushed flush against the hub during hub bonding. There is an indication that the event is related to a manufacturing issue; therefore, a DHR review will be performed. Regarding the catheter separation/break, the damage looks like it may have been caused due to tensile failure. The likely cause may be due "to the user applies excessive force, thus exceeding tensile strength of tubing material". However, the root cause for the break was unable to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon catheter experienced resistance in the proximal section. The patient was undergoing aneurysm interventional embolization. The femoral artery was the access vessel with an 11 mm diameter. It was reported that during the surgery, the echelon 10 microcatheter was used for delivery. However, the coil could not be delivered smoothly due to great resistance. After two attempts, it still could not enter the microcatheter. The surgeon replaced the echelon microcatheter and delivered the coil successfully, completing the operation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Additional information was received stating that regarding the cause of the event, the surgeon believed the issue was with the microcatheter. The coil came out of the introducer sheath smoothly. No inspection of kink/damage to the coil was performed. The catheter was replaced and delivered directly to the target aneurysm. It was unknown if there was any kink/damage to the catheter. This was an emergency patient, and the surgeon did not have time to observe during the procedure. The coil was an apb-2-3-3d-es.